Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent elective cesarean section on an unknown date and suture was used. During the closure of uterine incision with suture, the tip of the needle (about 2mm) broke off. Every effort was made to find and retrieve it. Patient had x-ray which did not show the needle tip, possibly because it is too small to see it on x-ray. There were no adverse patient consequences reported.